Event description:
On (B)(6) 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.

Manufacturer narrative:
User reported discrepancies between bg and sg readings. Escalation analysis indicated that there was some variability in the sensor glucose values; however, no clear cause for the variability was identified. As a proactive troubleshooting measure, customer care recommended that the user re-link their sensor to clear calibration history and any possible calibration misalignment. Post re-link, bg values entered fit sg trends well, with occasional differences due to lag and bg values entered during periods of rapid change.the user was advised to continue using the system and to calibrate as requested. Per dms review, the user was using the system with up to date information.